Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and the device's display screen was not readable. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's internal battery and lcd screen were replaced to address the issues.